Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection.

Event description:
It was reported that the unspecified bd¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned for the unknown lot#, therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.